Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/07/2021 it was reported by a sales representative via phone that an ar-3638h fibertak, anchor was bending during insertion. The surgeon removed the drill and the cannular but, left the anchor in place. The surgeon tugged back on the tails to set the implant and the anchor pulled out breaking the tip of the inserter. The broken piece was left in the patient. This was discovered during use in a hip labrum procedure on (B)(6) 2021. The case was completed drilling a second insertion tunnel and opening a new ar-3638h.